Event description:
New information received on 9/11/2018 notes that there was high impedance trend noted on the lead since (B)(6) 2018. Patient was pacer dependent. Patient was doing well after surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to fracture. Additional information was not reported.